Manufacturer narrative:
(B)(4) date sent: 1/12/2026 d4 batch #: a9803j. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined there was no apparent external damage, but moisture was discovered on the instrument, which is evidence of possible reuse. During functional testing, the hand activation buttons were nonfunctional, although the device did activate when tested with the footswitch. Disassembly revealed corrosion at the hand activation domes. It could not be determined how the presence of moisture impacted device performance, and the root cause could not be concluded. Manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion or moisture to the device. No patient involvement or adverse outcome was reported, and further information regarding possible reuse or reprocessing was requested. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9803j, and no non-conformances were identified.

Event description:
It was reported that, during an unknown surgery, an error message ¿two switch activations detected¿ was displayed. The blade tip was not broken off and no pieces fell into the patient. There were no adverse consequences to the patient. No further information is available.